Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated erroneous results on multiple chemistries for forty-six (46) patients. Two patients received treatment. This report addresses the patients that did not receive medical intervention or treatment. Separate reports are filed for the two patients who received medical treatment. On (B)(6) 2011, customer reported to bec that they noticed most of the chemistries generated on the cartridge chemistry (cc) side of the dxc 800 failed quality control (qc). Customer reported that they re-ran the previously-run patient samples and found erroneous results on multiple chemistries (glucose, cholesterol, low-density lipoprotein [ldld], high-density lipoprotein [hdld], triglyceride [tg], vancomycin [vanc], alkaline phosphatase [alp], lithium, cocaine and opiates/oxycodone [op/ox]) for forty-six (46) patients were reported outside the laboratory. Customer reported that two patients received treatment. The results were amended. Bec customer technical specialist (cts) instructed the customer to flush the cc sample probe with 10% wash concentrate followed by de-ionized water. Customer then reported that she could see gel inside the probe/wash collar area and was able to remove it. The cts asked the customer to observe for any leaks from the probes. The cts asked the customer to verify that the mixers were straight and moved freely. Bec field service engineer (fse) replaced the cc sample probe and the collar wash due to gel build-up. The fse performed alignment and ran precision on glucose using 2 levels of bio-rad controls and found the results were acceptable.

Manufacturer narrative:
Result: collar wash. This report is one of three reports for three reportable events that occurred on the same day. This report is related to MDR# 2050012-2011-07069 and MDR#2050012-2011-07070.